Event description:
Monitor battery died in elevator while connected to the patient. The battery failed within 5 minutes of use. The monitor has internal and external batteries, both batteries were completely exhausted within 10-15 minutes of use. The batteries don't last long; they must be plugged into the charging bases continually.